Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
The clinic reported that a laser vision correction patient had surgery on (B)(6) 2016 and presented on (B)(6) 2016 with conjunctivitis in both eyes. Surgeon reported the conjunctivitis is unrelated to the procedure. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient complained of redness and mucous. Patient reported symptoms are not interfering with daily activities. It was reported that patient's symptoms resolved on (B)(6) 2015. Bcva from (B)(6) 2016: right eye pre-op 20/30 -9.50 x -3.75 x 7, left eye pre-op 20/30 -7.75 x -4.00 x 1.